Manufacturer narrative:
The device was returned for analysis. The reported sheath/ guide separation was confirmed. Entrapment could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information: pulses were checked and imaging was done to confirm no foreign bodies were left in the patient.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a calcified right common femoral artery was attempted using a proglide device with a 7f sheath after a left superficial femoral artery interventional procedure. Reportedly, the device was advanced in the vessel and it got stuck when trying to confirm back flow from the marker lumen. The device was rocked back and forth and in the attempt to remove it, it separated at the sheath and distal guide. The physician attempted to snare it out but was unsuccessful. The patient was then transferred from the outpatient location to the hospital's operating room and was given protamine. A cut down was done to remove the device. Hemostasis was achieved via surgical suturing. There was clinically significant delay in the procedure or therapy. No additional information was provided.